Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the drug name that was displayed during infusion changed to potassium from an antibiotic. The name of the antibiotic was not mentioned by the customer. There was patient involvement, but impact is unknown.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6)is a affected and this file has captured the correct suspect device with serial number# (B)(6)as per investigation report. Omit : medical device other operator, concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. Correction : date of event, describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, medical device operator, device manufacture date, imdrf annex e, f codes. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the drug name and infusion rate changed from potassium to vancomycin. The pump was actively programming a new patient while the medication was infusing. There was patient involvement and no harm.